Manufacturer narrative:
The analyzer serial number is (B)(6). The alarm trace did not contain a conspicuous event. The investigation is ongoing.

Event description:
There was an allegation of questionable alp2 alkaline phosphatase acc. To ifcc gen.2 results for 1 patient sample on a cobas pro c 503 analytical unit. The initial result was 258 u/l. The repeat result was 148 u/l. No questionable results were reported outside of the laboratory. The repeat result was deemed correct.

Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.